Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial event was reported to have occurred multiple times the week of (B)(4) 2014. The medtronic representative was notified of the event on (B)(4) 2014. A medtronic representative went to the site to test the equipment. The imaging system failed mechanical test. Replaced mobile view station (mvs) board due to intermittent instances where the 20 amp fuses failed. Noticed that the mvs power cord prongs were bent and damaged. Ordered spare fuses to place with the system. Returned to site and replaced mvs a/c cord and keyboard due to broken key. System checkout performed. The imaging system passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. The pcba mvs power board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The mvs power cord was returned to the manufacturer for analysis. Confirmed reported problem "damaged prongs on plug". Prongs are chewed up and discolored. External cable sleeve has some wear and tear problems. The reported issue was related to a mechanical failure mode; mechanical wear and tear failure mechanism. The keyboard was returned to the manufacturer for analysis. Confirmed reported problem "broken windows key". Keyboard is missing keys from keyboard. Mechanical failure mode. The fuses were discarded and will not be returned to manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4) . This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported biomed notified him that the fuses on the mobile view station (mvs) board blew out when they first booted up the imaging system. Biomed replaced the inline fuses with the spares on the system. There was no patient present when this issue was identified.